Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump kept entering the normal bolus menu and the buttons could not be pressed to remove the pump from the screen. The reporter stated that the screen could be cleared by removing the cartridge but the screen would appear again on the screen. This report is made based on the allegation of the bolus screen issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Evaluation revealed that the pump was exercised for 24 hours on a one unit per hour basal program with no loss of primes duplicated. The pump was exercised for 24 hours on a 1 unit per hour basal program and the pump did not get stuck on the normal bolus screen during the investigation.